Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having difficulty keeping the ipg to charged. The patient underwent an ipg replacement procedure for MRI compatible and was doing well postoperatively. The explanted ipg was disposed by medical facility.